Manufacturer narrative:
An engineer and a clinical endotherapy specialist (ces) were dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the reported positive scope. The following deviations were noted during the audit. -an employee(s) who was not involved with sampling was working inside the sampling room and was not wearing personal protective equipment and an employee was observed to be entering or leaving the sampling room during the audit. The engineer and ces instructed the appropriate technique to the sampling staff. The scope was sent to an external expert for destructive sample testing. The summary of the destructive sampling test report is the following. The destructive sampling identified following microorganisms that are categorized high concern organisms: pseudomonas fluorescens / putida, escherichia coli, pantoea sp. And myroides odoratus. The reported escherichia coli was confirmed. The external inspected the scope and observed the following during destructive sampling: -bleaching of the glue of the bending section, -surplus of the glue around the objective lens and -missing part of glue around the air/water nozzle the scope was sterilized at an independent laboratory and returned to the service center for repairs. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used an oer-pro aer to reprocess the subject scope. Based on the investigations and the glue condition, insufficient reprocessing and or improper reprocessing procedure cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The referenced scope has not been returned to the service center for evaluation. As part of the investigation process, an endotherapy support specialist (ess) was dispatched to the user facility to observe the reprocessing practices and found the employee who cleaned this scope no longer works for this account. Investigation is ongoing to obtain more detailed information regarding the reported event. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Service center was informed that during a post market surveillance study, the scope cultured positive for escherichia coli after reprocessing. There were no associated patient infections reported.